Event description:
The parent reported leakage from the gastrostomy tube during use, with milk leaking onto the child. The child exhibited a red rash, discharge around the stoma, and possible old blood. Granulation tissue was present, and the managing physician had prescribed topical ointment. The child experienced pain each time the tube was cleaned. The parent adjusted the balloon fill volume from 10 milliliters to 5 milliliters in an attempt to reduce discomfort, but symptoms persisted. Leakage from the stoma continued, and the parent expressed concern that the issue may be related to the gastrostomy tube size or another underlying problem. The parent sought a second medical opinion. A mature stoma was reported.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30366306 was reviewed and the product was produced according to product specifications. Sample was not returned for further evaluation of the potential defect; however, pictures were provided by the customer that confirms the reported incident. A root cause could not be determined. All information reasonably known as of 05 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.